Manufacturer narrative:
(B)(4). The pump was received with a pump error 38 alarm during rewind due to jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. The pump was received with scratched case, pillowing keypad overlay, and case cracked behind the pump at the corner of the belt clip rails. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer was able to perform the displacement test. Customer stated that the alarm occurs during basal delivery. Customer was assisted with rewinding of the insulin pump and the error occur during the rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.